Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed multiple episodes of atrial tachycardia with irregular ventricular conduction which led to inappropriate atp and high voltage therapy. Device was reprogrammed.